Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported that on (B)(6) 2010, she experienced elevated blood glucose of over 300 mg/dl. She bolused through the infusion device, but was unable to lower her blood glucose. She noticed the infusion device made unusual noises during bolus delivery. On (B)(6) 2010, she switched to her backup infusion device and her blood glucose returned to normal, 130 mg/dl. No further info is available. The pt did not require assistance from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval.